Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this increased intraperitoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain/one or more cycles advances to the next fill when slow/no flow occurred above the minimum drain volume threshold. The device will be routed to the service area.

Event description:
During the evaluation of a returned homechoice cycler used for automated peritoneal dialysis (apd) therapy, a possible increased intraperitoneal volume (iipv) situation was identified which occurred during therapy initiated in 2008, during drain cycle 3. The cycle 3 drain volume was 4175ml, indicating the home patient (hp) had drained 1675mls more than the programmed fill volume of 2500mls. The home patient (hp) is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No patient injury or medical intervention was reported. The hp's peritoneal dialysis (pd) nurse (rn) does not feel that any device failure or malfunction had occurred and does not feel that the device had delivered more fluid to the hp than it was programmed for. Rn relates the hp was empty during the day; the hp's only dialysis was occurring at night using the cycler. According to the rn, the hp "overdrinks" during the day and consumes more fluids than she is supposed to. Rn feels that the hp's overdrinking during the day combined with solely performing pd at night resulted in a high ultrafiltration (uf) volume for the hp using the cycler. Rn relates that the hp's programmed fill volume of 2500mls combined with the hp's uf may have caused an increased intraperitoneal volume (iipv) to occur. According to the rn, around the following month, the hp started performing a manual day exchange in addition to her pd therapy at night with the cycler. Rn feels that the additional exchange has helped the hp to have less fluid on her body at night, resulting in smaller night uf volumes. Rn has also re-emphasized drinking less fluid during the day with the hp.